Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated d4: the UDI number is not known as the part and lot number were not provided. Attachment: literature titled, "outcomes of vascular closure devices for femoral venous hemostasis following catheter ablation of atrial fibrillation".

Event description:
The aim of this study was to assess complication rates following hemostasis with a vessel closure device versus manual compression in patients undergoing atrial fibrillation (af) ablation. Multiple vascular closure devices were discussed, including proglide. The study concluded that following af ablation, femoral venous hemostasis with a vessel closure device was associated with reduced complications compared with hemostasis without a vessel closure device. Complications noted with the vascular closure devices discussed included vascular complications (including development of pseudoaneurysm and need for surgical intervention), bleeding events, acute posthemorrhagic anemia, and vascular intervention. The study concluded that femoral venous access site hemostasis with a vessel closure device following catheter ablation of af was associated with reduced vascular complications and bleeding events. Specific patient information is documented as unknown. Details are listed in the article, titled "outcomes of vascular closure devices for femoral venous hemostasis following catheter ablation of atrial fibrillation". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects of pseudoaneurysm, hemorrhage and anemia, and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to the case circumstances. The patient effects of pseudoaneurysm, hemorrhage and anemia are listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.